Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while a patient was receiving targeted temperature management (ttm) therapy areas of concern were noticed on the skin. The wound care nurse called in to ms&s alleging that there was a pressure ulcer, as well as skin discoloration on the left, right, and middle areas of the lower back. The patient had been admitted on friday, (B)(6) 2017. Therapy was started at 7:00 am on (B)(6) 2017. The skin discoloration and pressure ulcer were noted at 3:00 pm on the same day. The areas to the left and right side of the sacrum were described as a light maroon in color, intact, with irregular borders approximately half the size of the palm of your hand. The area on the lower back was described as a deep tissue injury that was dark maroon in color, intact, with irregular borders about the size of the palm of your hand. The last area on the mid lower back was light maroon, intact and ran along the edge of the pad. All areas were treated with optifoam by the wound care nurse. The facility continued therapy on the patient after wound care was done. The wound care nurse stated that the pads were over the patient¿s spine and sacral area. The patient was never moved during the 8 hour time period due to her critical condition. Skin checks were not performed until 8 hours after therapy had been initiated. Ms&s gave information on the proper placement of pads, which should not be over any bony process. The wound care nurse requested training information so she could do training at the bedside later in the day. The patient was admitted for post cardiac arrest and had coded. The patient was hypothermic and septic. The patient expired sometime between 1:00 pm and 9:00 pm on (B)(6) 2017. The wound care nurse stated that the patient¿s death was not device related.

Manufacturer narrative:
The reported issue was confirmed as user related. The pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of the clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and the pads were found completely sealed, the energy connectors were found free of damages; there was evidence of the sealing presence on the pads. On the right and left chest pads there were dark maroon spots found. No manufacturing related issues were noted during the visual evaluation of the pads returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4).

Event description:
It was reported that while a patient was receiving targeted temperature management (ttm) therapy areas of concern were noticed on the skin. The wound care nurse called in to ms&s alleging that there was a pressure ulcer, as well as skin discoloration on the left, right, and middle areas of the lower back. The patient had been admitted on friday, (B)(6) 2017. Therapy was started at 7:00 am on (B)(6) 2017. The skin discoloration and pressure ulcer were noted at 3:00 pm on the same day. The areas to the left and right side of the sacrum were described as a light maroon in color, intact, with irregular borders approximately half the size of the palm of your hand. The area on the lower back was described as a deep tissue injury that was dark maroon in color, intact, with irregular borders about the size of the palm of your hand. The last area on the mid lower back was light maroon, intact and ran along the edge of the pad. All areas were treated with optifoam by the wound care nurse. The facility continued therapy on the patient after wound care was done. The wound care nurse stated that the pads were over the patient¿s spine and sacral area. The patient was never moved during the 8 hour time period due to her critical condition. Skin checks were not performed until 8 hours after therapy had been initiated. Ms&s gave information on the proper placement of pads, which should not be over any bony process. The wound care nurse requested training information so she could do training at the bedside later in the day. The patient was admitted for post cardiac arrest and had coded. The patient was hypothermic and septic. The patient expired sometime between 1:00 pm and 9:00 pm on (B)(6) 2017. The wound care nurse stated that the patient¿s death was not device related.